Event description:
Patient receiving insulin IV drip. Pump e321 malfunction, caused interruption of medication administration. IV pump taken out of service to be serviced by biomed. Insulin changed to new IV pump.